Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please also see section b5 for updates (additional information) and section e1 (address of the facility). Device was not returned to the legal manufacturer for evaluation. The reported phenomenon cannot be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Review of service repair history record found that there is no repair history that may have been involved in the failure phenomenon of the actual product. The results of the investigation did not lead to the identification of the cause of the occurrence. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed using the same device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head was producing a blurry image. The issue was found during preparation for use. There were no reports of patient harm.